Event description:
Hcp reported that during a pump refill the pressure valve inside the pump closed. An aspiration was then performed. After 30 minutes another refll was attempted. Further filling of the pump was impossible. The pt was sent home. In 2004 the pt experienced an overdose and was flown to the hosp. It was again impossible to aspirate the pump. The pump was explanted and replaced in 2004. Following the explant, an aspiration and a refill were performed without difficulty. The catheter was also replaced because the physician suspected that it was bent. The pt is doing well with the new pump and catheter.